Event description:
It was reported that during follow up, lack of bi-ventricular pacing due to post-paced t-wave oversensing was noted via egm. Patient was asymptomatic. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.